Event description:
On an unk date, the pt underwent treatment for a traumatic aortic distribution with a gore tag thoracic endoprosthesis. The graft was oversized, and collapsed in the early postoperative period. An additional endograft was placed, with full expansion.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.